Event description:
Pt was instructed on use of treadmill. Pt walked 3 minutes at 5 mph (miles per hour). Cardio pulmonary staff pressed the clear/pause button on the treadmill control panel and the treadmill came to a stop. Pt's blood pressure was taken and the treadmill start button was pressed to continue the additional 2 preset minutes. The pt finished the additional 2 mins at 5 mph and the treadmill automatically went into cool down mode which is a slower pace. At this time the cardio pulmonary staff pressed the clear/pause button to stop the belt. The treadmill made a loud noise and increased in speed suddenly. This caused the pt to loose balance and fall. Device usage problem: device malfunction-that is, the device did not do what is was supposed to do.